Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mid right coronary artery. A 2.50x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft broke at approximately 15-20cm from the hub. The device was removed and the procedure was completed with another 2.50x24mm synergy stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. A synergy ii us mr 2.50 x 24 mm stent delivery system was returned for analysis broken in 2 pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 15 cm distal to the distal end of the strain relief as well as multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mid right coronary artery. A 2.50x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft broke at approximately 15-20cm from the hub. The device was removed and the procedure was completed with another 2.50x24mm synergy stent. No patient complications were reported and the patient was fine.